Event description:
It was reported that there was a leakage from several pockets. The user stated that the bag would open up which resulted in urine leakage. Also reported that there was a problem with the welding of the pockets. Per additional information received via email from the ibc on 25jan2021 it was stated that the urine leaked from the catheter and the device was used on a patient.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual inspection of the exterior of the sample did not found any evidence of a failure that would support the reported event. The sample was evaluated did not found any holes or rips or tears. The water was introduced into the drainage eye did not found any leakage from the distal end of the sample. The balloon was inflated with air while submerged in water and there were no bubbles to indicate a leak. The balloon flow rate was tested with10 cc of water and found the flow to be 140 ml per min or 150 ml per min and 168 ml per min. The inflated balloon found concentricity to be 70 versus 30. The balloon was inflated with 10 cc of water and performed a leak test. On the seventh day the balloon was fully inflated with no signs of leakage. The catheter shaft was measured and found within the specifications. The product did not caused the reported failure. A potential root cause for this failure mode could be due to poor shape or baggy sac and nonconcentric balloon reduce flow rate during the use. The non concentric balloon with no tip deflection with the following potential effects of failure leakage resulting from urine by pass due to poorly seated balloon or bladder neck interface. However this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use or patient education information cdc guidelines for appropriate indications for indwelling urethral catheter use ¿ patient has acute urinary retention or bladder outlet obstruction ¿ need for accurate urine output measurements ¿ use for selected surgical procedures ¿ to assist in healing of open sacral or perineal wounds ¿ patient requires prolonged immobilization ¿ to improve comfort for end of life care proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance ¿ secure the foley catheter. Use the statlock foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly using a separate, clean collection container for each patient sterile: contents of inner wrap are sterile unless package has been opened or damaged. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Bard® ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock or slip tip syringes. 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok sampling port with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labelling and transport to lab. Directions for use: 1. Wash hands and don clean gloves 2. Using proper aseptic technique open outer csr wrap 3. Place under pad beneath patient, plastic shiny side down 4. Use the provided cleansing wipe to cleanse patient¿s periurethral area 5. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel 6. Don sterile gloves 7. Position fenestrated drape on patient 8. Remove top tray and place next to bottom tray (keep on csr wrap) 9. Attach the water filled syringe to the inflation port. Note: it is not necessary to pre-test the foley catheter balloon 10. Remove foley catheter from wrap and lubricate catheter 11. Prepare patient with packet of pre saturated antiseptic swab sticks note: use each swab stick for one swipe only female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swabstick cleanse the middle area between the labia minora male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward 12. Proceed with catheterization in usual manner. When catheter tip has entered bladder, urine will be visible in the drainage tube. Insert catheter two more inches and inflate catheter balloon 13. Inflate catheter balloon using sterile water and fill with recommended volume as referenced on product label. Note: using less than the recommended volume of sterile water can result in asymmetrically inflated balloon properly inflated with recommended volume of sterile water improperly inflated with less than the recommended volume of sterile water 14. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck 15. Secure the foley catheter to the patient use the statlock ® foley stabilization device if provided (see statlock ® foley stabilization device IFU) note: please make sure patient is appropriate for use of statlock® stabilization device. 16. Position hanger on bed rail at the foot of the bed note: exercise care to keep bag off the floor 17. Use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked 18. 18. Indicate time and date of catheter insertion on provided labels. Place designated labels on patient chart and drainage system 19. 19. Document procedure according to hospital protocol foley catheter removal 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trainee professional for assistance, as directed by hospital protocol 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was leakage from several pockets. The user stated that the bag would open up which resulted in urine leakage. Also, reported that there was problem with the welding of the pockets. Per additional information via email from (B)(6) on 25jan2021, it was urine that leaked from the catheter. The device was used on patient.